Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6f exoseal vascular closure device (vcd) was fully removed, the bleeding continued and the plug had not been released. Manual compression was applied instead. There was no reported patient injury. The patient underwent a coronary procedure. The user had many years experience with the exoseal. A retrograde puncture of the right femoral artery was made with a non-cordis short sheath. The exoseal was used for closure and hemostasis. While withdrawing the device slowly at approximately a 40° angle, blood flow in the pulsatile indicator stopped; the operator then withdrew the plug introducer about 1 cm further, observed the color change, and pressed to deploy. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6f exoseal vascular closure device (vcd) was fully removed, the bleeding continued and the plug had not been released. Manual compression was applied instead. There was no reported patient injury. The patient underwent a coronary procedure. The user had many years experience with the exoseal. A retrograde puncture of the right femoral artery was made with a non cordis short sheath. The exoseal was used for closure and hemostasis. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flush against the handle. While withdrawing the device slowly at approximately a 40° angle, blood flow in the pulsatile indicator stopped; the operator then withdrew the plug introducer about 1 cm further, observed the color change, and pressed to deploy. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when a 6f exoseal vascular closure device (vcd) was fully removed, the bleeding continued and the plug had not been released. Manual compression was applied instead. There was no reported patient injury. The patient underwent a coronary procedure. The user had many years experience with the exoseal. A retrograde puncture of the right femoral artery was made with a non cordis short sheath. The exoseal was used for closure and hemostasis. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flush against the handle. While withdrawing the device slowly at approximately a 40° angle, blood flow in the pulsatile indicator stopped; the operator then withdrew the plug introducer about 1 cm further, observed the color change, and pressed to deploy. Additional information was requested but not provided. The customer provided one (1) picture related to the reported failures under event #2025-16219. The image shows a 6f exoseal device with the deployment lever apparently partially depressed while the guard remains locked. The plug appears to be partially deployed, and a cordis 6f avanti catheter sheath introducer (csi) is visibly inserted into the device. Additionally, the indicator window is observed in the black/white and red position. No other anomalies were noted in the provided image. One non-sterile exoseal vascular closure device, french size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed the deployment lever was partially depressing, while the guard was locked. The plug was partially deployed, and the indicator wire was found partially retracted. A 6f cordis avanti catheter sheath introducer (csi) was returned and was inserted on the received unit. The indicator window was observed in the black/white/red position. No additional anomalies were reported during this visual analysis. A dimensional analysis of the delivery shaft's inner diameter was conducted on the received unit. The results were found to be within specification. The guard locking simulation could not be performed because the unit was received already locked. During the evaluation, the full depression of the deployment lever resulted in expected indicator wire retraction and plug deployment. A high magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this examination. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device. The device was received with partial deployment of the plug, however, this was due to partial depression of the deployment lever. Once full lever depression was completed, successful plug deployment occurred with indicator wire retraction. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.